Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient experienced urinary tract infection by using the purewick female external catheter. The patient had been using the purewick product for more than 90 days. It was unknown what medical intervention was provided for urinary tract infection.

Event description:
It was reported that the patient experienced urinary tract infection by using the purewick female external catheter. The patient had been using the purewick product for more than 90 days. It was unknown what medical intervention was provided for urinary tract infection. Per additional information received via follow up on 29sep2021 it was stated that the patient got severe urinary tract infections so they stopped using the purewick a month before. It is unknown what medical intervention was provided for the urinary tract infections. Per follow up via phone on (B)(6) 2022, it was reported that the patient was no longer using the purewick due to chronic urinary tract infection and the patient was on maintenance antibiotic to help with the urinary tract infection. The patient wants to return the unused portion of wicks.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. A potential root cause for this failure mode could be due to inadequate material selection or materials of construction are not biocompatible. It was unknown whether the device had met relevant specifications. The product was used for the treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: "discontinue use if an allergic reaction occurs." Replace the purewicktm female external catheter at least every 8 to 12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: " discontinue use if an allergic reaction occurs." " replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient experienced urinary tract infection by using the purewick female external catheter. The patient had been using the purewick product for more than 90 days. Per additional information received via follow up on 29sep2021, stated that the patient got severe urinary tract infections, so they stopped using the purewick a month before. It was unknown what medical intervention was provided for urinary tract infections.